Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet after multiple attempts, and the user was advised to replace the sensor; the issue aligned with an intermittent communication failure involving the sensor¿s wireless interface, including the antenna as a relevant component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user, along with review of device history. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure, with the antenna identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.